Event description:
It was reported that the patient presented during clinical follow-up experiencing discomfort from extra cardiac stimulation. Upon interrogation, it was noted that right ventricular lead exhibited failure to sense and high capture threshold. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to sense and high capture threshold were unconfirmed while the reported event of cardiac stimulation was inconclusive. As received, a complete lead was returned in one piece for analysis. Failure event unrelated to the reported events was observed. Final analysis found over-torque of the inner coil consistent with procedural damage. Electrical testing, visual inspection, and x-ray did not identify any other anomalies except for over-torquing of the inner helix due to procedural damage.